Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to be missing enclosure feet and have o2 port damage. The device's enclosure feet and oxygen connector were replaced to address the issue.